Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump bolus correction factor ratio was set to a default of 1:50 and needed to be changed to a ratio of 1:30. Customer reported an elevated blood glucose (bg) level above 180 (mg/dl); however, no specific bg value was provided. A pump bolus was delivered to address bg level. Customer was guided through how to properly enter their correction factor and changed their settings.